Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the left foot caster and support were damaged. The technician replaced the caster and support to repair the bed.